Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after an infusion set supply change while using an inset, with blood glucose reaching 296 mg/dl; the user removed the set and observed the cannula was not bent, was advised to perform a site-only change, and glucose subsequently decreased to 222 mg/dl. Customer care provided support that included user coaching on site change and follow-up confirmation of glucose reduction. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, and no device malfunction or cannula defect was identified based on user report. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-management without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.